Event description:
The customer reported receiving erratic readings on their precision xtra meter. Customer reported receiving readings of 20 mg/dl and 124 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. In addition, the customer reported feeling shaky and ate food to help alleviate his symptoms. No third party medical intervention was required. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.